Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, a noise was heard emitting from the planning system. The representative reported evidence of a thermal event occurring as the system emitted an burnt odor. Following the event, the system could not be powered on. There was no patient present when this issue was identified. No additional information was provided.